Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during drain 1 of 5. The alarm could not be cleared. Treatment was discontinued. In the morning fluid was found near the cycler on the cart. There was no fluid inside the cycler. The patient switched to manuals. The cassette was discarded. During follow up the patient's nurse reported the patient had informed her of the leak event. They could not identify the source of the leak but believed it to be the set or possibly the heater bag. The cycler was not wet inside. The patient did not an adverse event associated with the leak.